Event description:
Following the implant, an attempt was made to place wallstent. This caused the contra attachment system to dislodge and push into the aneurysm sac. A retroperitoneal incision was made and the left common iliac was ligated. A fem-fem bypass was performed.